Manufacturer narrative:
C4: therapy date estimated. This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: [cn-026313.pdf].

Manufacturer narrative:
Estimated date of event. The UDI is unknown because the part number and lot number were not provided. Estimated date of implant. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect(s) of myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effects of myocardial infarction and thrombosis, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient death referenced will be filed under a separate medwatch report number.

Event description:
It was reported through a research presentation identifying xience stents that may be related to the following: patient death, myocardial infarction, thrombosis, revascularization, rehospitalization. This article summarizes clinical outcomes of 330 patients that were treated with xience stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "tct-234 3-year clinical outcome of the prison-IV trial: ultra- thin struts versus conventional drug eluting stents in total coronary occlusions."